Event description:
It was reported that a line blocked alarm was received. The infusion site was changed at the time of the alarm, and therapy was able to be resumed with the current cassette. There was patient involvement, and no patient injury.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number.